Event description:
Customer reported a button error alarm. The blood glucose reading was 523 mg/dl. She stated that the insulin pump may have been exposed to water. Nothing further was reported.

Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
No button error alarm was noted. The act button did not respond did not respond due to a flattened button dome switch. No moisture damage was noted on the electronics. The insulin pump was received with minor scratches on the display window, cracked display window corners, cracked battery tube threads and a cracked reservoir tube lip.